Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the clinic for a refill. The refill was due last month instead of this month and reportedly there was an error in scheduling the appointment. Upon interrogation, the low reservoir alarm occurred and the pump had been empty since (B)(6). There were no patient symptoms associated with this event at this time. This device system delivered lioresal. There was further inquiry and discussion on why the log noted the reservoir volume dispensed 40-43cc since update. The pump was to be refilled and programmed to a lower rate. An x-ray was to be performed to check pump function. It was further reported from a long term care facility that previously a pump alarm went off in a patient's pump and the staff was not aware of device protocol or the meaning of the alarm. Reportedly the patient was missing medication for 10 days. The refill appointment was scheduled too late. The patient was now reported to have been a bit more spastic for 4-5 days with no other symptoms. Afterwards, the patient was reported to be 'okay' and the long term care center was being further trained on pump function and protocol awareness.